Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that the customer has neurological issues. It was stated that the customer was receiving no delivery alarms during bolus. The customer was not wearing the insulin pump at time of call due to the alarms, and she had changed the battery five times in a week. It was stated that the customer changed the infusion set to resolve the issue. It was stated that the customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.